Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF DEATH EVENTS 14. ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR AUGUST 2017 DATA EXTRACT FOR DEATH FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4163760,I,D,0,Edwards SAPIEN XT,9300TFX26,2993;4163760,I,D,0,Edwards SAPIEN XT,9300TFX26,2993;4163760,I,D,0,Edwards SAPIEN XT,9300TFX26,2993;4163760,I,D,0,Edwards SAPIEN XT,9300TFX26,3190;4358808,I,D,0,Edwards SAPIEN XT,9300TFX26,2993;4370985,I,D,0,Edwards SAPIEN XT,9300TFX29,3190;4370985,I,D,0,Edwards SAPIEN XT,9300TFX29,2993;4370985,I,D,0,Edwards SAPIEN XT,9300TFX29,3190;4370985,I,D,0,Edwards SAPIEN XT,9300TFX29,3190;4370985,I,D,1,Edwards SAPIEN XT,9300TFX29,3190;4371918,I,D,15,Edwards SAPIEN XT,9300TFX26,2993;4371918,I,D,15,Edwards SAPIEN XT,9300TFX26,3190;4223410,I,D,4,Edwards SAPIEN XT,9300TFX26,3190;4223410,I,D,0,Edwards SAPIEN XT,9300TFX26,2993